Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited high defibrillation impedance and noise episodes. Programming changes were made on the device. Patient was stable.

Event description:
New information received notes recorded episodes of non-sustained right ventricular over-sensing caused by recurrent lead noise after reoperation occurred on (B)(6) 2022. The noise was unable to be reproduced in clinic and no further interventions were made. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-15594 new information notes that the right ventricle lead was scheduled for revision on (B)(6)2021. During the lead revision procedure on (B)(6)2021, it was noted that the superior vena cava plug of df1 right ventricle lead wasn't screwed in all the way. The connection was re-secured in the header. Patient was stable before, during, and after the procedure.